Event description:
This is a spontaneous report by a baxter homecare nurse from (B)(6) for gastroenteritis, diarrhea, and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized due to unspecified symptoms. On (B)(6) 2010, during hospitalization, the patient experienced abdominal pain and diarrhea. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial treatment per hospital protocol with cefazoline (125mg/l daily ip) and ceftazidime (125mg/l daily ip). Remedial treatment with cefazoline and ceftazidime were ongoing. Follow-up information was received from the nurse on (B)(6) 2010. On an unreported date in 2010, the patient experienced gastroenteritis with vomiting. The patient was hospitalized on (B)(6) 2010 for gastroenteritis, previously reported as unspecified symptoms. On (B)(6) 2010, the patient recovered and was discharged from the hospital. Antibiotic and pd therapy was ongoing and no change in technique was prescribed. The nurse did not provide an opinion of causality for the gastroenteritis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.